Event description:
The medwatch stated the grasper was used in a laparoscopic procedure. The insert on laparoscopic grasper was found missing. The surgeon was unsure if the insert was missing prior to surgery or intraoperatively. An x-ray was taken of the pt. The insert was found inside the pt and retrieved by the surgeon. No pt injury was reported. The device broke during the surgical procedure. While the pt was still in the operating room the x-ray confirmed the presence of the missing insert. The insert was then removed. It was reported the laparoscopic grasper is approximately two years old. The device will be held at the user facility and an evaluation of the instrument could be conducted at the user facility. The instrument was evaluated by the sales rep at the user site. The sales rep reported this particular instrument "looks like jarit catalog number 625-103, but this instrument has been repaired by another vendor and the tc insert and ring handle were changed. The instrument has been modified." A return is not expected, the user facility will not release the instrument.